Event description:
The customer's meter gave a reading of 565 mg/dl compared to a reading of 260 mg/dl on another meter. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.